Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had high and low blood glucose. The customer¿s blood glucose level was 50 mg/dl, 583 mg/dl 557 mg/dl and 546 mg/dl. The customer's low blood glucose was treated with juice and high blood glucose was treated with insulin pump. The customer's parent declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.